Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use, states: this device should only be used by physicians who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that a venous closure of an common femoral vein was attempted using a proglide device with an 8f sheath after an interventional atrial fibrillation ablation procedure. Reportedly, the physician forgot the deployment steps and aborted the closure procedure. A second proglide device was used via a 10f sheath with the same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in- training in the use of the proglide device. An abbott representative was not present during the procedure. No additional information was provided.